Event description:
It was reported that the stent was difficult to position and dislodged inside the patient, requiring additional intervention. The 90% stenosed target lesion was located in the tortuous and seriously calcified proximal to middle of the left anterior descending (lad). A non-boston scientific guide-catheter was advanced for support during the insertion of a 38 x 3.50 promus premier drug-eluting stent for treatment. During the process to adjust the positioning of the stent, it dislodged with longitudinal deformation was left in the proximal to middle segment of lad, the guide wire of the central cavity of the stent came out, and the deformed stent was retained in the proximal middle of the lad. Repeated attempts to cross the retained segment of the stent failed, resulting in the isolation of the lad lesion. The attempt to deliver a non-boston scientific guidewire to the distal end of the lad was supported by instantpass and non-boston scientific microcatheters together with a 2.0x12mm balloon anchored at the distal end of the left circumflex artery (lcx). Further attempts using non-boston scientific microcatheters separately also failed. The procedure was completed by transferring the patient to a superior hospital for further bypass surgery. There were no further patient complications reported.

Manufacturer narrative:
E1 initial reporter telephone: (B)(6).